Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the when the patient moved from different positions the patient had ¿shocks.¿ it was noted that this had been going on for a couple weeks and seemed to have gotten more frequent in the past few days. It was noted that the patient saw the manufacturer representative last week and had reprogramming done and had program b added. It was noted that after the reprogramming session last week the patient could not sleep and went back to the health care professional and had the old program turned back on. It was noted that the patient had been using p3 for everything. It was noted that when the patient was sitting and the rolled over to get something from the table the stimulation increased from 5.5 volts to 6.9 volts and when the patient went back to the original positional stimulation it went back to 5.5 volts. It was noted that the patient had an appointment with the manufacturer representative tomorrow but had to cancel. It was noted that the reporter wanted to know if it was okay to turn off the adaptive stimulation and still have access to the programs.